Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the power supply was not functioning and was defective on the console device. It was further determined that the housing and front plate was broken and the power supply was defective and did not function. It was further determined that the device failed pretest for check function w/all handpieces, check function epd, check function sed, check function 90k-pen, power on test and general condition. It was noted in the service order that the during pre-surgery, it was discovered that the device would not turn the handpiece device. It was further reported that there was crack at the base and a rattling inside. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.